Event description:
Vessel sealer was opened to surgical field. Equipment worked for about 10 minutes then began generating errors. Physician tried multiple times to fix but errors remained. Equipment was replaced.